Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there were multiple occlusions during infusion.

Manufacturer narrative:
D9: 29-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the complaint was verified in the alarm history but could not be duplicated during evaluation. The suspected cause is a worn/defective clutch/worm coupling. These components were replaced, and the device then passed all testing.